Event description:
During hysterectomy procedure, the handpiece jaws broke off. The piece did not go into abdomen, however, it was not known where it went. While looking through abdomen, a small defect was in the sigmoid colon. A general surgeon was consulted and she repaired the defect. Surgery was discontinued, and pt was transferred to recovery room in satisfactory condition. Due to the colon injury, add'l antibiotics were given to pt post operatively.